Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. One battery was returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of the log files since no anomalies were found for battery serial (B)(4) within the analyzed period. The reported event was not replicated during testing; however, analysis of the battery revealed that the device failed to meet specifications. (B)(4) failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. The most probable root cause of the reported 'power consumption issue' is a faulty internal cell pair resulting from multifactorial supplier quality manufacturing issues. Heartware has opened an internal investigation to evaluate these types of issues. There are no known clinical or user related factors that could have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all heartware® ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that this (B)(6) female patient charged the battery on the weekend and the charger indicated that the battery was charged, however when connected to the controller, the controller indicated a lower battery level despite trying both power ports. The battery was returned to the clinic and the ventricular assist device (vad) coordinator charged the battery without problems. The battery was removed from service and the patient was provided with a replacement device. There was no reported patient injury as result of this event.